Manufacturer narrative:
Patient year of birth: (B)(6). UDI number: na. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00631 thru 3012447612-2018-00634.

Event description:
It was reported that the threads of three closure tops fractured and one pedicle screw disassembled while being installed during surgery. An alternative pedicle screw and closure top were used to complete the procedure. The procedure was delayed greater than 30 minutes and it cannot be determined if all device fragments were removed from the patient. However, no injuries have been reported. This is report one of four for this event.

Manufacturer narrative:
The closure top was returned for evaluation. The threads were found to have fractured off. Based on the event description and the nature of the thread failure, it is likely the failure is due to misalignment between the closure top and pedicle screw tulip head. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that the threads of three closure tops fractured and one pedicle screw disassembled while being installed during surgery. An alternative pedicle screw and closure top were used to complete the procedure. The procedure was delayed greater than 30 minutes and it cannot be determined if all device fragments were removed from the patient. However, no injuries have been reported.